Event description:
Four pts have been found to have significant reactions, which on initial review appeared to be significant infection. It required removing the yellow, purulent material and irrigating and debriding the remaining rotator cuff extensively. Once removed, there have been no further complications. Hosp laboratory tests have been negative for bacteria. It has, of course, left their shoulders in a compromised position in terms of rotator cuff function.